Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue, but occlusion recurred. Customer reported not having alternative insulin therapy at time of call. Multiple were made my tandem technical support to confirm customer was able to obtain alternate method of insulin therapy; however, no response was received. Customers blood glucose was 300-350 mg/dl.